Manufacturer narrative:
The complaint contained an allegation of a patient death. Investigation revealed that the philips device did not cause or contribute to the patient death. The investigation indicated that the allegation associated with the event is not reportable as it is not likely to cause or contribute to death or serious injury if it were to recur. The investigation indicated that the customer contacted philips, and in response, philips provided a formal service quotation for troubleshooting. However, the customer did not acknowledge or respond to the quotation within the validity period. As a result, the quote was expired, and no service activity was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reassessed.

Event description:
It was reported there was no display on the monitor and the ICU patient passed away. The customer requested assistance obtaining data. It was clarified that the reported display issue did not cause or contribute to the patient's death. The display issue was described as 'extended display black screen'.

Event description:
It was reported there was no display on the monitor and the ICU patient passed away. The customer requested assistance obtaining data. No additional information was provided.

Manufacturer narrative:
E1: reporting institution phone:(B)(6). E1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.